Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient twisted and felt pain and anterosuperior dislocation. A closed reduction was performed with no identified fracture of implant. DHR was reviewed and no discrepancies were found. The reported event noted that patient uniquely rotated their hip which could have contributed to the dislocation, however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00801803605 ¿ cocr head ¿ 63109385; 00784101420 ¿ femoral stem ¿ 62547628; 00875706001 ¿ shell ¿ 62837709. Customer has indicated that the product in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00452.

Event description:
It was reported that patient experienced an anterosuperior dislocation with closed reduction approximately 3 months implantation. Attempts have been made and additional information on the reported event is unavailable at this time.